Event description:
A customer reported a malfunction on their pump, identified by malfunction code 12. There was no information provided on whether this affected the customer's blood glucose level adversely. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction did not recur. The customer was advised that they could continue using the pump and to call back if the issue happened again, which they acknowledged and understood.